Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by restarting the system with a delay of less than 20 minutes. The philips remote service engineer (rse) checked the error log, and the problem probably was that the customer energy supply dropped for few seconds. After the restart the system started working fine again. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-rays were not activated. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.